Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The closure device failed to completely seal the laa and the patient was instructed to continue taking an oral anticoagulant medication. No patient complications were reported.

Manufacturer narrative:
B3: date of event - aware date of 15nov2022 used as event date is unknown. D6a implant date updated e1 healthcare facility information updated

Event description:
It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The closure device failed to completely seal the laa and the patient was instructed to continue taking an oral anticoagulant medication. No patient complications were reported.